Manufacturer narrative:
Device not returned.

Event description:
Customer reported that their battery was not holding charge. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical service team to obtain further information but none was obtained.